Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The reservoir was removed and replaced for a new 100 ml conceal reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The reservoir was removed due to patient complaint of pain. It was determined that the reservoir migrated. After implantation the device cycled adequately.